Event description:
It was reported that an injection site on an interlink continu-flo blood solution set became dislodged and entered the set. The injection site attached to the IV line distal to patient was pushed in during routine administration of an IV drug via syringe using an interlink syringe cannula. This resulted in total occlusion of the IV mainline preventing flow of fluids and prevention of further administration of IV anesthetic drugs. The entire line was removed and replaced with another set with no further problems. No additional information was available.

Manufacturer narrative:
(B)(4). The expiration date is september 2017 the device was not returned; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.